Event description:
It was reported that the patient was experiencing an allergic reaction. Patients back were breaking out in hives. Patient was given steroid dose pack. There was no rep present for the lead pull due to it being pulled early and the physician disposed of the leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7261109 UDI: (B)(4).